Event description:
Pt had a fractured hip and required a pa line for hemodynamic monitoring. Pa line inserted in iccu and wedged x 1. To or 1900 and wedged prior to beginning or procedure; pt began coughing up bright red blood; pa line in wedge and withdrawn. Pt died (dnr) at 1937. Coroner signed out as a "cardiorespiratory failure, perioperative complication."